Event description:
The reporter contacted animas on (B)(6) 2012 and stated the keypad buttons were sticking when pressed and would have delayed and hyper-responsive responses and at times would cancel boluses. The reporter denied damage to the keypad. The patient reportedly wore the pump in a pocket and cleaned it with a damp cloth. The patient's reported blood glucose (bg) was 20mmol/l with thirst. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be peeling at the ok button and the audio bolus button was torn. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, all keypad buttons were intermittently unresponsive. During investigation, evidence of contamination was found under all key contacts.